Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed mid:23 (patient probe offset) error message was confirmed during the event log review but not during the functional testing. The root cause for the reported complaint could not be conclusively determined, however, the defective cooling engine observed during the functional testing could be the possible root cause. The thermogard console was manufactured in 2013 and is almost 7 years old, well beyond its expected serviceable life of 5 years. The event log review showed the occurrence of multiple mid:23 errors on the reported complaint date, thus confirming the reported complaint. During the functional testing, the thermogard console was tested and failed the calibration test. Further testing revealed mid:24 (patient probe ext offset), unrelated to the reported complaint. The I/o board was replaced to address the mid:24 error. In addition, during the console evaluation, the console failed with tcmid:06 (ce post failure) error message, also unrelated to the reported complaint. The pic-16 board and the danfoss controller were replaced to address the tcmid:06 error. After the replacement of the faulty parts, the console was tested and failed the calibration test again, suggesting the failure of the cooling engine. The cooling engine needs to be replaced to address the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint for thermogard with serial number (B)(4).

Event description:
During ivtm therapy for a severe heat stroke patient, the thermogard console (sn (B)(4)) displayed mid:23 (patient probe offset) error message three times during the three days of the therapy. The console was rebooted and the error message was cleared each time. The console continued to be used for the treatment each time. The user was able to complete the therapy. No consequences or impact to patient.